Event description:
I had lasik surgery about 5-6 years ago. My eyesight was so bad I couldn't see the e on the eyechart. Within the past year-year and a half, I have needed glasses for distance. In fact I will be required to wear them for driving. I called the doctor's office that did the surgery and asked about having it fixed, and was told that nothing could be done to help me. Is the FDA keeping track of problems associated with lasix? I would do it again but I'm disappointed that my eyesight has become nearsighted again.